Manufacturer narrative:
A partial lead measuring 50.1 cm was returned for analysis. External insulation abrasion was noted at 12.8 cm to 13.4 cm from distal tip consistent with lead friction to another device or feature of the heart. The re cable etfe coating was abraded while at this location. External insulation abrasion was noted at 41.7 cm to 42.8 cm from the distal tip consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location.

Event description:
It was reported that during device upgrade the riata lead was explanted.